Event description:
The customer reported that the paramedics were called and took her to the hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. The customer was experiencing nausea and vomiting, excessive thirst and urination. Troubleshooting was declined as customer stated that she had a bent cannula, which caused her high glucose. The customer stated that the insulin pump was already tested and the device was not issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.